Event description:
It was reported through a service report that the scale was not operating properly.

Manufacturer narrative:
Originally reported by user facility that the scale was not functioning properly. Upon arrival of the stryker field technician, the user facility was unaware of any product malfunction. Product was checked and found to be within spec.